Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer reportedly resolved the issue, but no additional information was received regarding the specific actions taken or outcome of event.